Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dry mouth; runny nose; sinuses; allergies; dark spots;nasal/throat irritation or soreness; chest pressure. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dry mouth; runny nose; sinuses; allergies; dark spots;nasal/throat irritation or soreness; chest pressure.there was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspectionwas completed by the manufacturer. The manufacturer found unknown contaminant around the outside of the iso port of the rear panel, unknown contaminant and a dark discoloration on the front panel, unknown contaminant on the rear panel, white piece of particulate on the blower seal, between it and the blower box. The manufacturer also found keratin-like contamination around the blower output seal, unknown dark contaminant on the blower box, dust contaminant on the blower. The device's downloaded event log was reviewed by the manufacturer and found no erros logged.the device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes evidence of sound abatement foam degradation or breakdown. Section d9, g3, h6 has been updated / corrected.